Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Electric dermatome, serial number (B)(4), was manufactured on march 30, 2004, and was over 12 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed minor cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade sat flush with the control bar. The safety switch operated as intended. There were no visible issues with the width plates. The device was tested with the electric dermatome test power supply under stroboscope and operated erratically under motor speed specifications. The device was noted to be warm after testing. The customer did not return a power supply for evaluation. The calibration was out of specification at the zero setting. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and o-ring. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was intermittently jamming during use¿ was confirmed since during the initial inspection when the device was tested it was noted that it was operating erratically. While during the initial inspection when the device was tested it was noted that it was operating erratically, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was jamming intermittently during use. No adverse events have been reported as a result of the malfunction.